Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 325 mg/dl at the time of incident and current blood glucose level was 115 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer also reported that the insulin pump was leaking. The customer alleged insulin pump was under delivering as the customer had random high blood glucose level and the customer was treating it with more insulin then normal. The insulin pump will not be returned for analysis.